Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed because abnormal lighting of the front panel occurred due to faulty main board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had the power and front panel blinking with no image produced. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found a faulty main board. In addition, inspection found dust inside the unit, wires were corroded, the front panel chassis was corroded and there was corrosion on the top cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.